Manufacturer narrative:
The catalog number identified is not been cleared in the us, but is similar to the saavy long pta dilatation catheter that is cleared in the us. The pro code for the saavy long pta dilatation catheter is identified in common device energy. A complaint lot history review was carried out for the lot number. This is the first reported complaint for this lot number and this issue to date. There have been no other complaints of any type reported for this lot number. The result of the investigation is inconclusive for the reported catheter rupture and detachment failure mode reported. The sample was not returned. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 48522050 pta dilatation catheter allegedly ruptured and detached. The excess balloon was removed using another balloon catheter. There was no reported patient injury. This information was received from one source. Patient age, weight and gender were not provided.